Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the unit display reproduces text and graphics, however the touch screen is unresponsive. The unit exhibits random screen movement although no input is being driven by a user. The touchscreen and touch panel were replaced and the unit functioned as designed.

Event description:
It was reported that the touch display is defective. The touch screen responds as if it's being touched when no touch is present. There was no known impact or consequence to patient.